Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported patient effect of tissue injury appears to be related to patient morphology/pathology (degeneration of the leaflets was so severe). Tissue injury is listed in the instructions for use as known a possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), valve ring enlargement, and a prolapse anterior leaflet segment 2 (a2) for a mitraclip procedure. One ntw clip was placed at the site of mr, and during leaflet insertion assessment (lia), a hole was visualized on echocardiography in the middle of the posterior apex. The strategy was changed to replace the ntw clip with an xtw to close the hole. The ntw was withdrawn. After releasing the xtw, the angle changed direction and was facing towards the anterior leaflet. The hole in the posterior leaflet had widened and residual mr remained on the medial side. The posterior leaflet was partially detached. A second xt was placed to target the remaining mr and to provide stability to the xtw. The movement of the first clip is relatively small, and the mr was reduced to 2+. The physician stated that the degeneration of the leaflets was so severe that it had perforated, resulting in the partial movement of the clip.